Event description:
It was reported that the customer's blood glucose level was 38 mg/dl. The customer treated her low blood glucose level with food. Her low blood glucose levels were a recurring issue. The insulin pump's display screen was cracked. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.